Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Device was received with top jaw detached and it was returned. There was some dried tissue in the jaws. There were deep scratches on the electrode which could indicate that the device was possibly fired over a staple or other object. There was no skiving (damage) of the shaft cover material. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. The I-blade does advance smoothly and to end of jaw. The ¿reposition jaws and reactive¿ yellow message screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure while activating the device on tissue and advancing the blade the generator displayed an alert screen, reposition jaws and reactivate, three times. The device was unplugged and re-plugged to reset it. The same alert screen appeared three more times. The case was completed with another enseal device that does not articulate. There were no patient consequences reported. One device will be returned.